Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mph614, xchs6822h19 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Did the patient experience post-operative infection? If yes, were cultures performed? Results? Product code and lot number of the suture used on (B)(6) 2019. Regarding the second debridement procedure on (B)(6) 2019: what suture was used? Product code and lot number. Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient¿s current status?

Event description:
It was reported that the patient underwent right lower leg debridement and vsd drainage on (B)(6) 2019 to treat right lower leg bleeding for more than 6 hours and suture was used. Three days post-op, the patient experienced wound secretion. Even though anti-infective therapy was given after the surgery, the wound still had drainage of hemorrhagic or bluish-green fluid. On (B)(6) 2019, the patient underwent second debridement and suture was performed. But the healing was still poor, and the effect of treatment was not good. On (B)(6) 2019, patient transfer was recommended. Additional information has been requested.